Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported issue was reproduced as the device alarmed too soon during downstream occlusion testing. A review of the event history log revealed multiple events of "downstream occlusion!" However test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a dislodged downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a false alarm at 11.68 pound per square inch (psi). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.